Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. On/off button working intermittently.

Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the (B)(6) 2015 and performed to specification up to the (B)(6) 2016. The device records power ups under one minute duration on the (B)(6) 2016. These occur on the date of the customer complaint. No further log entries were recorded prior to receipt at heartsine. The returned pad-pak was installed and the device passed a self-test. No warnings were given at shutdown and the status led continued to flash green. A test shock was delivered without fault and an acceptable measurement was recorded. Investigation found the reported fault can be attributed to a misaligned membrane tail. Upon visual inspection the membrane tail was found to have been incorrectly installed. This resulted in the j11 connector not correctly aligning with the membrane tail tracks and the on/off button intermittently not working. The device performed to specification throughout testing in (B)(6) 2015 and would confirm the fault was of an intermittent nature.